Event description:
In 2007, the patient reported that his infusion set fell off of his body. He stated that he uses several products to keep the infusion set in place. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.